Event description:
It was reported that the customer had a few air bubbles about the size of a pinpoint. Customer ran a manual prime and the insulin exited the tubing. Customer was advised that the pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin. High pressure test could not be performed. Customer will call back to complete troubleshooting once he receives the tubing clamps. Customer's blood glucose level was 394 mg/dl. Customer stated that the insulin was currently cloudy. Customer was advised to let the insulin sit out for 30 minutes after removing it from the fridge because it needs to be at room temperature. Customer no longer had any air in the tubing, but stated that there was an air bubble in his reservoir. Customer will do a complete set change. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-95057.